Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that patient underwent cystoscopy with fulguration of urethral polyps on (B)(6) 2013 due to urethral pain with urethral inflammatory polyps. It was reported that patient underwent left partial nephrectomy on (B)(6) 2009 due to suspicious complex left renal mass. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystocele repair and cystocopy.